Manufacturer narrative:
RMA issued for replacement part. Medtronic navigation testing showed that the post was loose and unscrews easily. While there was no pt present.

Event description:
A medtronic rep reported that a cannulated awl/probe/tap driver is not functioning properly. The inner sleeve is rotating and backing out. No pt was present.